Manufacturer narrative:
The customer reported that the tube is not available for evaluation. No analysis or conclusion can be established without the sample. The lot number has been provided, and the manufacturing site will perform a review of the lot history records. Info has been added to the database for trending purposes.

Event description:
The company received a report where it was claimed that the tube developed a leak during pt use. It was reported that the pt experienced a momentary loss of ventilation. Replacement of the tube was required.